Event description:
Customer returned their pad for warranty.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as all the thermostats were discolored and bent. One was completely bent in half. Leads were bent in half and out of place. Cord was slightly twisted up. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.